Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that when the patient presented to the emergency room with palpitations, atrial lead dislodgement was observed on chest x-ray. The patient felt palpitations during atrial pacing. Lead helix could not be re-extended so lead could not be repositioned. Lead was explanted and replaced. Patient¿s condition was stable before, during, and after the procedure.